Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. The patient complained of sensitivity at the implant site. Interrogation in clinic was unsuccessful. X-ray was performed and revealed that the icm was unable to be located, prompting allegations of expulsion from the implant site. No intervention was performed. There were no further patient consequences.